Event description:
It was reported that during a device replacement procedure for normal battery depletion, high impedance and high capture threshold measurements were observed from the right ventricular (rv) lead. The physician elected to surgically cap and abandon the lead and a replacement rv lead was implanted. The patient was stable with no additional adverse consequences.